Event description:
The reporter contacted animas on (B)(6) 2010, alleging an inaccurate bolus history in a pump. The reporter contacted animas on behalf of her son (the patient). The reporter claimed that pump was downloaded during a doctor's appointment. After the pump was downloaded, it was noticed that the last recorded bolus was (B)(6) 2010. The boluses were reportedly recorded appropriately for (B)(6) 2010. However, the reporter claimed that the 4th bolus record was dated (B)(6) 2010. The reporter claimed that she was correctly sending the bolus to the pump. She also indicated that the patient has been within normal blood glucose levels. The reporter confirmed that the date/time of the pump was programmed correctly. This complaint is being reported due to the allegation that the pump's bolus history inaccurate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.